Manufacturer narrative:
Additional information was subsequently received indicating that there was no patient injury, harm, or adverse event. The patient was successfully weaned from impella support, the device was explanted with a survival outcome, and the patient was later transferred to rehabilitation. The pump is not available for return, per the report. Correction. D10 (concomitant medical products) was updated to include the device that was inadvertently omitted. Related report number. This is one of two device reports associated with the event, refer to h10 for related report numbers.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Event logs were returned for investigation. Cross-functional review determined that the intermittent signature noted in data logs is a known console issue. Therefore, there was no defect with the pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm.